Event description:
It was reported that the patient presented to clinic with alerts for high pacing lead impedance (>3000 ohms) on the right ventricular (rv) lead. Examination through chest x-ray and merlin programmer interrogation confirmed that the lead was fractured. The patient was not adversely affected by the anomaly. A lead replacement is anticipated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).